Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead was oversensing noise triggering pacing inhibition. No changes or interventions were reported. The patient condition was unknown.